Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as: 2134265-2009-02852. It was reported that during a percutaneous coronary intervention (pci) procedure, two balloon ruptures occurred. The target lesion was a chronic total occlusion and instent restenosis (isr) of a non-bsc drug eluting stent. The lesion was located in the moderately tortuous and calcified proximal-distal circumflex. This was a dialysis pt. A non-bsc guide wire was advanced and the lesion was predilated with a 1.5x15mm apex flex balloon. The 3.0x15mm quantum maverick balloon was advanced to the lesion. On the 1st inflation, the balloon was inflated at 12 atms for 25 secs and ruptured during the 2nd inflation at 16 atms. The 3.0x15mm balloon was exchanged to a 3.25x15mm quantum maverick balloon which was inflated twice to 12 atms. The balloon ruptured during the 3rd inflation at 14 atms. The lesion was dilated with a 3.0x15mm non-bsc device at 12 atms for 60 secs. A 3.0x24mm taxus liberte stent was implanted to treat the isr. The procedure was successfully completed with a different device. No pt injuries or complications were noted during the procedure. Pt's condition listed as "good".